Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. When she eats lunch her blood glucose levels go down, she also experiences high blood glucose levels when she drinks but no specific what drinks. The customer decline to trouble shoot for high/low blood glucose levels. The product was not returned for analysis.